Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported that customer's insulin pump received a battery failed test even after battery change. Caller was assisted in programming insulin pump. No further information provided.